Event description:
The customer reported that the grounding pad had black sports on the gel. The pad was not used. Initial evaluation of the returned sample found the pad did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received for evaluation. When the device evaluation is complete. A follow-up report will be submitted.